Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted on (B)(6) 2008, 693558 lead implanted on (B)(6) 2013, and 439878 lead implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician was going to extract their right ventricular (rv) lead at generator changeout procedure but was unable to because the vein was occluded. The physician did not want to move the device to the right side if they could avoid it, so the physician ended up ¿tweaking¿ the settings of the rv lead with the new device. It was noted that the patient was told by the physician that they would start monitoring the rv lead problem as the voltage was draining the battery as it was going through scar tissue and the threshold was around two and in the past two months it increased again. The rv lead remains in use. No patient complications have been reported as a result of this event.